Event description:
It has been reported to philips that the allura xper fd10 geometry movement was not functioning. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not functioning. During troubleshooting, the fse found an issue with geo pc software. The fse reinstalled the software. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.